Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, gel leak.

Event description:
Healthcare professional reported right side "rupture" and "a large amount of silicone leakage was confirmed". The device has been explanted.